Event description:
A surgeon reported that a pt developed inflammation one day after intraocular lens (iol) implantation. The association between the iol and this event is not known. Additional info has been sought.

Event description:
Additional information provided by the surgeon indicates that the reported inflammation is resolving with treatment. Treatment included hourly steroid drops and cyclogyl four time a day.